Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) touchscreen is not working. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and could not duplicate the problem reported by the customer. The field service representative replaced the user interface module (uim) per the customer's request. The device was tested and the field service rep confirmed it passed all testing and met all vyaire manufacturer specifications.